Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the rectum during a hemorrhoidal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, there was no audible click when the handle was turned and the band did not deploy. After several deployment attempts, the band rolled over proximally on the ligator cap instead of being deployed on the varix. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband device for analysis with residue present indicating use or handling. A visual examination of the ligator head found all seven bands deployed with 3 blue and 1 white bands returned. The ligator teeth were noted to be undamaged. It was noticed that the suture was intact and attached to the tripwire loop. It was observed that the trip wire was not secured in the handle assembly slot and the slot did not present any evidence of previous securing of the tripwire. It was noted that the tripwire was bent. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees; no issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the rectum during a hemorrhoidal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, there was no audible click when the handle was turned and the band did not deploy. After several deployment attempts, the band rolled over proximally on the ligator cap instead of being deployed on the varix. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.